Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). The lead was returned. No analysis was performed as reported allegations of infection and erosion were known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Additional information received from the field representative indicates that the patient also had an erosion and was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.